Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons sometimes would not respond. Customer's blood glucose was 358 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape and up arrow buttons due to corroded keypad traces noted; also, moisture damage was noted on all electronic assemblies noted. No unexpected reset anomalies or history anomalies noted during testing. The insulin pump was programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. No unexpected battery out limit alerts or low battery alerts noted during testing. The insulin pump passed displacement test, pump self test, off no power test, a21 error test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, partially broken off reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.